Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a posterior cruciate ligament surgery the suture tore as the surgeon was passing the graft into the tibial tunnel, whilst he was pulling on the suture. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. The suture was tied over an abs button. It was not necessary to do a second surgery.